Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 17mm in length target lesion was located in the severely tortuous, severely calcified and 3.5mm in diameter mid right coronary artery. Following predilation, a 3.50x20mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the physician noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.